Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a gastric bypass procedure. The device was difficult to toggle, load, and unload. Also, the needle dropped from the jaws while they were cycling the device before use. They opened another reload to resolve the issue. There was no patient involved in this event.